Event description:
Case description: investigation results: name: novopen 4, batch number: evg2664. A visual examination of the returned product was performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. Marks like after a tool were observed on the dose selector. Due to the damages to the cartridge holder, which were observed in the pre-evaluation of the device in customer complaints, the pen could not be tested for function with a needle and a cartridge attached. The device has been exposed to exaggerated force during use causing as marks like after a tool was observed on the dose selector. The observed problem could not be related to any novo nordisk processes and was caused by incorrect or accidental handling during use. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: investigation results added. Device tab: is non-reportable field updated to no, returned to manufacturer date added. EU/ca tab: final report check box ticked, current location of device updated, expected date of follow up removed, further investigation line updated. Device addendum tab: annex b c d g codes added. Narrative updated accordingly. Final manufacturer's comment: 24-jan-2025: the suspected device has been returned to novonordisk for investigation. After evaluation it was concluded that the cartridge holder was damaged in its connection to the mechanical part of the pen the observed problem could not be related to any novo nordisk processes and was caused by incorrect or accidental handling during use. Incorrect handling of the device such as storing the device with needle attached to device between injections and using syringe to extract from cartridge and administer can affect the functionality of device. H3 continued: evaluation summary: name: novopen 4, batch number: evg2664. A visual examination of the returned product was performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. Marks like after a tool were observed on the dose selector. Due to the damages to the cartridge holder, which were observed in the pre-evaluation of the device in customer complaints, the pen could not be tested for function with a needle and a cartridge attached. The device has been exposed to exaggerated force during use causing as marks like after a tool was observed on the dose selector. The observed problem could not be related to any novo nordisk processes and was caused by incorrect or accidental handling during use.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycaemia led to coma [diabetic hyperglycaemic coma] penfill holder is broken [device breakage] novopen 4 didn't push insulin properly [device malfunction] the piston rod was moving freely [device loosening] patient leave the needle attached to the pen in between injections [product storage error] patient use the dialing clicks to estimate the dose of the product [wrong technique in device usage process] she first took her dose from the syrenge [wrong technique in product usage process]. Case description: study ID: (B)(4). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight: 95 kg. Patient's height and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycaemia led to coma(coma hyperglycemic)" with an unspecified onset date , "penfill holder is broken(device breakage)" with an unspecified onset date , "novopen 4 didn't push insulin properly(device delivery system malfunction)" with an unspecified onset date , "the piston rod was moving freely(device component loose)" with an unspecified onset date , "patient leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "patient use the dialing clicks to estimate the dose of the product(wrong technique in device usage process)" with an unspecified onset date , "she first took her dose from the syrenge(inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (35 iu am -20 iu pm or 25 iu pm if the dinner meal was large) from unknown start date for "diabetes mellitus", dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes(type was not reported, diabetic from more than 25 years). Concomitant medications included - cidophage(metformin hydrochloride). On an unknown date the novopen 4 didn't push insulin properly as penfill holder was broken for 3 days, mentioned that the piston rod was moving freely without pressing on the insulin penfill to press on it as a result patient suffered from hyperglycemia and coma, patient's blood glucose(blood glucose) level reached 480 mg /dl. Patient had to take her insulin dose with syringe due to this. It was reported patient changed the needle after each injection,left the needle attached to the pen in between injections, the patient use the dialing clicks to estimate the dose of the product. Patient was trained by a health care professional in the use of the novopen. The patient recently did not changed diet or exercise level , she mentioned that during hyperglycemia she decreased her meals and she was not eating bread. The patient attach the needle to the pen in a 180 degree angle, the patient stored the insulin in use at room temperature 20-25 degrees celsius. Batch numbers: novopen 4: evg2664 mixtard 30 hm penfill: not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "suffered from hyperglycaemia led to coma (coma hyperglycemic)" was recovered. The outcome for the event "penfill holder is broken (device breakage)" was not reported. The outcome for the event "novopen 4 didn't push insulin properly (device delivery system malfunction)" was not reported. The outcome for the event "the piston rod was moving freely(device component loose)" was not reported. The outcome for the event "patient leave the needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "patient use the dialing clicks to estimate the dose of the product(wrong technique in device usage process)" was not reported. The outcome for the event "she first took her dose from the syringe(inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4) - suffered from hyperglycaemia led to coma(coma hyperglycemic) : probable penfill holder is broken(device breakage) : unknown novopen 4 didn't push insulin properly(device delivery system malfunction) : unknown the piston rod was moving freely(device component loose) : unknown patient leave the needle attached to the pen in between injections(device stored with needle attached) : unknown patient use the dialing clicks to estimate the dose of the product(wrong technique in device usage process) : unknown she first took her dose from the syringe (inappropriate drug extraction with syringe): unknown. Company's causality (novopen 4) - suffered from hyperglycaemia led to coma (coma hyperglycemic): possible penfill holder is broken (device breakage): possible novopen 4 didn't push insulin properly (device delivery system malfunction): possible the piston rod was moving freely (device component loose): possible patient leave the needle attached to the pen in between injections (device stored with needle attached): possible patient use the dialing clicks to estimate the dose of the product (wrong technique in device usage process): possible she first took her dose from the syringe(inappropriate drug extraction with syringe) : possible reporter's causality (mixtard 30 hm penfill) - suffered from hyperglycaemia led to coma(coma hyperglycemic) : unknown penfill holder is broken(device breakage) : unknown novopen 4 didn't push insulin properly(device delivery system malfunction) : unknown the piston rod was moving freely(device component loose) : unknown patient leave the needle attached to the pen in between injections(device stored with needle attached) : unknown patient use the dialing clicks to estimate the dose of the product(wrong technique in device usage process) : unknown she first took her dose from the syringe (inappropriate drug extraction with syringe): unknown. Company's causality (mixtard 30 hm penfill) - suffered from hyperglycaemia led to coma (coma hyperglycemic): possible penfill holder is broken (device breakage): possible novopen 4 didn't push insulin properly (device delivery system malfunction): possible the piston rod was moving freely(device component loose) : possible patient leave the needle attached to the pen in between injections(device stored with needle attached) : possible patient use the dialing clicks to estimate the dose of the product (wrong technique in device usage process): possible she first took her dose from the syringe (inappropriate drug extraction with syringe): possible. This case was reclassified from non-serious to serious on (B)(6)2024 due to addition of coma hyperglycemic with medically significant as seriousness criteria. Reporter comment: insulin name was not specified.

Event description:
Case description: since last submission the case have been updated with the following: final report due date extended.